Event description:
It was reported that a device was used during a radial artery harvesting. It was reported that the hand piece became so warm that the surgeon could not hold onto the handle. The case was completed with another hp052. There was no patient consequence.